Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate and remained static. Customer¿s blood glucose was 75 mg/dl. Customer declined troubleshooting with tandem technical support and continued to use the existing cartridge for insulin therapy.